Manufacturer narrative:
The subject device was confirmed. A used guide sheath, a pair of biopsy forceps, a cytology brush were returned for investigation. The radiopaque tip was detached from the guide sheath. The distal end of the tube was deformed into an oval shape. The radiopaque tip was not returned for investigation. The fixation mark on the tube showed where the radiopaque chip was secured. The position of the radiopaque tip presented no abnormalities. The insertion portion of the guide sheath was deformed, and it was also crushed at multiple points. The manufacturing record was reviewed and found no irregularities. Based on the results from duplication test in the past, it has been confirmed that the radiopaque tip falls off when the distal end of the guiding device is bent near the radiopaque tip. It has also been confirmed that the radiopaque tip falls off when the distal end of the guiding device was attached /detached to the guide sheath near the radiopaque tip or moved back and forth. Based on the condition of the device, and situation of the occurrence of the reported event, a likely cause of the detachment of the radiopaque tip might be the following. The distal end of the guiding device was bent when it was inserted into the guide sheath. The joint of the guiding device got stuck in the radiopaque tip. The guiding device was moved back and forth when the joint of the guiding device was getting stuck in the radiopaque tip, or the bent distal end of the guiding device was pulled in the direction to withdraw the guide sheath. The radiopaque tip was pushed and pulled when it was getting stuck in the guiding device. As a result, the radiopaque tip displaced. The radiopaque tip detached when the guiding device was moving back and forth. However, the exact cause of the reported event could not be identified. The above device handling has warned in the instruction manual.

Event description:
We received the following report. During an endobronchial ultrasonography with a guide sheath, the subject device was used. The radiopaque tip of the device fell inside the patient's trachea. The user tried to retrieve the fragment with various forceps or suction, but could not retrieve it.